Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Health care professional reported right side rupture and capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, cresses flat , wear abrasion . A microscopic analysis was performed which identify, a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the patch side assessed, as unidentified (tear) opening.

Event description:
The device has been explanted and replaced.